Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Us complainant reported that the purge cassette broke off of the aic. The cassette and the automated impella controller (aic) were replaced to resolve the issue. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.